Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-04985.

Event description:
A surgeon reported a foreign material was observed on the ultrasound tip and a dirt-like foreign material was found around the air bubble suppression hole during a procedure. The procedure was completed without product replacement although poor aspiration of the nucleus lentis was confirmed during the procedure. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. One turbosonic phaco tip was returned for evaluation for the report of crack-like and line-like foreign material on the tip surface and around the aspiration bypass (ab) hole after surgery along with poor aspiration. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and the tip was deemed nonconforming, based on its use. The tip bevel is heavily worn on the bottom side. Four gouges are present in the metal surface behind the bevel location. The tip threads and flange have heavy wear. The nut corners also have heavy wear present from its use. No crack-like and line-like foreign material was observed on the tip. The aspiration bypass hole is clear. The phaco tip was flushed with fluid and the inside diameter and aspiration bypass hole have a good fluid pathway. The complaint evaluation cannot confirm the phaco tip has any foreign material on the tip surface or dirt around the ab hole. The evaluation also cannot confirm the phaco tip was occluded, resulting in poor aspiration. The reason for the customer reported occlusion and foreign material cannot be determined from this evaluation. Some surgical strand of surgical material may have been observed by the customer since the foreign material was discovered after the tip was used. No specific action with regard to this complaint was taken because the reason for the complaint issue was unable to confirm. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).